Event description:
It was reported that the right ventricular (rv) lead had exhibited gradually increasing thresholds over time, till the lead was capped and replaced due to high threshold measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.